Manufacturer narrative:
The user facility reported to have replaced the graphic user interface (gui) printed circuit board (pcb). The covidien customer support engineer (cse) uploaded the current software revision. The ventilator passed extended self-testing. (B)(4).

Event description:
A report received from the USA stated an 840 ventilator experienced a blank display. Although inquired, pt involvement is unk. No additional info was made available.